Event description:
Patient states she had enterra therapy implanted in (B)(6) 2021 by dr. (B)(6) . She states she had an infection and had to have the device removed on (B)(6) 2021. She states dr. (B)(6) removed the device and per patient she had to leave wound open to heal. The patient states she became septic and was in a coma. She states she did a complaint at (B)(6) health. She states she is still under the care of dr. (B)(6) and saw him last month.